Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility and to correct information provided on the initial report. If applicable / additional information is received by the user facility and/or on-going investigation activity, a supplemental report will be submitted.

Event description:
Received an email from the user facility on march 11, 2021 providing additional information regarding the reported event. There have not been any issues and that practice that was observed during the reprocessing in-service has stopped and not been repeated. It was also a specific tech that was doing this and they have been educated. No further information would be provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer presumed the following possible cause for the reported event are as follows: the legal manufacturer reviewed and confirmed the pera manual regarding the bw-400l brush, states this product should not be reused. Therefore, it was considered that the occurrence of this event could be prevented by observing IFU sections (chapter 2 intended use, chapter 6 use, and 6.2 preparation and inspection.) Therefore, it is presumed that this event is caused by the user. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations.

Manufacturer narrative:
The device was not returned to the service center for evaluation. As part of investigation, while onsite the ess informed the customer that the brushes are single use and should not be reprocessed and reused. A new brush should opened and used if the scope is washed a second time. The instruction manual provides the statement below to mitigate patient risk and improper scope reprocessing. Before the first use/reprocessing and storage after use this instrument was not reprocessed before shipment. Before using this instrument for the first time, reprocess it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. After using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance.

Event description:
The service center was informed that during a repair reduction visit at the user facility with an endoscopy support specialist (ess) the user facility¿s staff reported that the scopes are washed twice. When the scope is cleaned the first time the single use brush is saved and washed to be used during the scope¿s second cleaning. There was no patient involvement, patient infection or device positive culture reported.